Event description:
A patient received bilateral total knee arthroplasty on (B)(6) 2010. On (B)(6) 2026, a revision was performed and upon removing the insert, the post was not intact. The patient's large size was reported as a contributing factor.